Event description:
It was reported that during a lobectomy procedure, the staples were partially unformed when the device was used at the bronchial tubes at the first firing. The greater omentum was used as a reinforcement material. Add'l suture was performed. The dr commented that the tissue had been severely-inflamed and had adhesion. When the dr sutured the tissue temporarily, he felt that the tissue was hard, but there was little resistance. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.